Event description:
Customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filmer door plungers and the fast stop lens cap. System operates as intended.